Manufacturer narrative:
A review of the mfg lot build database for the reported lot# 2696474 (mfg. Date 06/01/2013) shows (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the mfg build cycle. Findings: the involved tego connector device and the mating and access devices were not returned for analysis and confirmation. The tego connector was pre-tested prior to placement with no abnormalities/defects detected at that time. The tego connector was successfully used/treatments administered for five days with no issues noted. As no devices were returned, the exact cause(s) of this reported incident are unk at this time.

Event description:
Intl (b)(67) complaint received reporting leakage problem with use of fresenius bloodline tubing set and d1000 tego connectors. It was reported (translated) that ". Blood leak (around 20 ml) from the catheter arterial branch through the tego cap, when changing a bloodline on the machine. The dialysis session has to be realized directly on the catheter. Consequences: blood leak, air intake risk (unobserved here). The tego caps were removed and the pt was monitored." The tego connectors were in use for five days when the incident occurred. There were no reported adverse pt consequences and or outcomes.